Manufacturer narrative:
The complainant reported that he noticed that a patient used her inhaler upon arrival at the office, but the complainant did not confirm with the patient whether or not her breathing difficulty was caused by the cavicide. In a follow-up phone call on (B)(6) 2011, the complainant stated that he had no follow-up information on the patient's current health condition. He did confirm, however, that no medical attention was sought and no other medications were prescribed for treatment other than the previously prescribed inhaler the patient used during the incident. An evaluation of the product could not be conducted, as no product was returned to metrex research. A review of the manufacturing records indicated that the product lot that was used in this incident met all specifications and that there were no deviations from the manufacturing process. These investigation results indicate that the cause of this incident was not due to a product failure.

Event description:
On (B)(6) 2011, a complainant alleged that after the office had been cleaned with cavicide, one office employee and one patient experienced breathing difficulty that required the use of a previously prescribed inhaler for treatment. This MDR is the second of two reports.